Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 3 other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens implant procedure, particles got into the eye through the cartridge. The physician tried to remove but could not be completely sucked off. The iol was replaced with another lens. Additional information has been requested.